Manufacturer narrative:
Corrected data: this complaint is not associated to recall # z-2061-2017. The error message was observed after the field service engineer replacing (fse) the data acquisition (da) pcba and motor controller (mc) pcba cable and installed the mc pcba retention bracket.

Manufacturer narrative:
Device evaluation: failure investigation (fi) lab received the da pcba and mc pcba on (B)(6) 2017, but the investigation has not yet begun. Resolution and disposition: through follow-ups, fse confirmed that the replacement of da pcba and mc pcba corrected the finding. Unit passed all tests on performance assurance. Unit is returned back to service. Patient/user involvement: no patient involvement as the reported problem was observed during servicing.

Event description:
Fse reported that after replacing the da pcba to mc pcba cable and installed the mc pcba retention bracket the unit failed with error code message machine and proximal pressure sensors failure.

Manufacturer narrative:
Data acquisition (da) pcba and motor controller (mc) pcba were returned to failure investigator (fi) lab for evaluation. Visual inspection of the da pcba and mc pcba revealed no evidence of damage or contamination. The da pcba and mc pcba was installed in the fi test ventilator. Operational test was performed and failed. The ventilator did not powered up from ac and did not delivered breaths. The ac led indicator was activated. The ventilator went ventilator inoperative (vent inop) with error code message of machine and proximal pressure sensors failed. In addition, there were multiple error code messages shown in the diagnostic log. During debugging, fi technician observed u8 (high-speed differential receivers) lead six internal shorted to lead eight on the mc pcba. Fi technician replaced the u28 with an in house u28 on the mc pcba. The mc pcba was re-installed into the fi test ventilator and run the mc pcba for an extended period of two hours; the ventilator operates without any failures identified. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to u28 lead six internal shorted to lead eight on the mc pcba.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. Unknown - customer did not provide patient's involvement.